Event description:
It was reported that there was a dbnc - double beep no cassette. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, missing rear label, a worn latch lock, and a contaminated dso and uso sensors. There event history log was unable to be downloaded and reviewed due to an inoperable dose connector. Functional testing was able to duplicate the reported problem. It was determined that the fluid ingression on the dso sensor was the root cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.